Event description:
It was reported that the device was used during a hemorrhoidectomy procedure. The rotating knob broke while the surgeon was dialing down. The device was stuck in the pt's anal cavity. The procedure was extended for approximately 2 hours so that the surgeon could remove the device and finish the case.